Event description:
It was reported that cartridge alarm 20 occurred and that caller experienced cartridge alarms with consecutive cartridges while using pump. There was no adverse impact to the customer's blood glucose level. Caller continued to use current pump and planned to rely on alternate method if necessary, and technical support arranged a replacement in-warranty pump.